Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vl and the lens plate haptic tore off. The lens was removed without enlarging the incision and was replaced with another lens. No pt injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has one plate haptic torn off. There is clear & reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.